Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information by a nurse from the (B)(6) of break in aseptic technique and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2011, the patient began continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient had break in aseptic technique. On (B)(6) 2012, the patient experienced peritonitis manifested by cloudy effluent. On (B)(6) 2012, the patient was hospitalized for peritonitis. The cause of the peritonitis was the break in aseptic technique. The patient was treated with tablet ciprofloxacin 500mg orally twice daily and vancomycin 500mg in 100 cc of normal saline for 2 hours (route not reported) for the peritonitis. On (B)(6) 2012, the patient was started with the retraining on aseptic technique. On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report, the patient was still on antibiotic medication and the patient had not recovered from the peritonitis event. The nurse reported the peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review was not performed. This report of use error - breach in aseptic technique is confirmed because it was reported there was a break in aseptic technique by the user. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4), received from the nurse on (B)(4) 2012.